Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
During a surgery for a left tibia plateau fracture on (B)(6) 2013, while the surgeon was using the push pull reduction device drill, the drill head broke in half above the treads. The distal portion of the drill head remains within the patients tibia bone. The surgeon chose a 2.7 mm hollow mill instrument from the broken screw removal set that was currently available. The surgeon used this instrument to remove the distal portion of the drill head from the bone. All pieces were removed from bone. Another reduction device was available for use. An additional 10 minutes was added to surgery time due to this event. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Lot 4356878 was released january 30, 2002, and lot 4356879 was released february 6, 2002. A review of the device history record revealed (B)(4) manufactured the push-pull reduction device, p/n 324.024, and lot numbers 4356878 and 4356879 (supplier lot number p262995). The suppliers certificates of compliance indicate the parts were manufactured to p/n 324.024, revision a and met the required specifications. The lots were inspected to the synthes, tabulated incoming final inspection sheet. Mrr 52052 (dated january 30, 2002 on lot 4356878) was written for undersized coupling diameter on 4 of (B)(4) pieces inspected, and for the spin nut not rotating smoothly on 1 piece of (B)(4) inspected. The 5 pieces were returned to the supplier and the mrr was closed january 30, 2002.